Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 17-oct-2023. H3. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Red fm was observed embedded in the hemogard closure. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was a red foreign object in the middle of the tube cap. No patient impact reported. The following information was provided by the initial reporter: "stage: when preparing for use. Defect: before blood sampling, after labeling, it was found that there was a red foreign object in the middle of the tube cap, suspected to be blood. Quantity: 1 piece. Impact: no impact on patients or users."

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was a red foreign object in the middle of the tube cap. No patient impact reported. The following information was provided by the initial reporter: "stage: when preparing for use. Defect: before blood sampling, after labeling, it was found that there was a red foreign object in the middle of the tube cap, suspected to be blood. Quantity: 1 piece. Impact: no impact on patients or users."

Manufacturer narrative:
H.6. Investigation summary: material #: 368274. Lot/batch #: 3027829. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Red fm was observed embedded in the hemogard closure. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.